Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to placement difficulty associated with helix extension issues. The helix was noted to have popped out of position during attempted placement. This lead is expected to be returned for analysis. No adverse patient effects were reported.